Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed failed battery. Customer does not have a new battery to try in the pump and was advised to get a new battery to install as soon as possible. No further assistance necessary and no further details given.